Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred unknown days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced loss of consciousness and seizures, around 06:00 am, while they were sleeping. When the patient regained consciousness, they were treated by the spouse with baqsimi. When a fingerstick was taken the blood glucose reading was 52 mg/dl, but no cgm reading was reported. No emergencies were contacted and at the time of the report the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.